Event description:
It was reported that the patient presented to the clinic for follow-up. Interrogation of the patient¿s pulse generator revealed a sensing anomaly and non-capture at maximum output on the right atrial (ra) lead. Chest x-ray imaging showed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition.